Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer assembly was evaluated and replaced. Multiple system pcb assemblies were also replaced as part of the service event as part of the sbc replacement. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.